Manufacturer narrative:
Okada, takuya, et al. (2023). Oversensing caused by trapped air in the header of subcutaneous cardioverter-defibrillator generator. Journal of arrhythmia. 2023;39:803 806. Doi: 10.1002/joa3.12912. The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported per article of interest literature review that a 52-year-old man with a subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the authors hospital for an exchange of the generator. During the procedure, a lead was inserted, and normal function of the device was immediately achieved. A loose pin was not observed, but the impedance was within normal value when the tag test was performed. However, before closure of the incision, noise was observed on the secondary and alternate vectors of the electrogram tracing with a normal tracing on the primary vector. The terminal pin was not recognized to be loose in correct position when visually confirming the header. The noise was eliminated when a torque wrench was inserted into the seal plug as the authors suspected air entrapment. The s-ICD system remains in service. No adverse patient effects were reported.